Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for follow up. Loss of capture and diaphragmatic stimulation were observed on the left ventricular lead. The lead was capped on (B)(6) 2018. No adverse consequences to the patient were reported.